Event description:
It was reported that during an unknown procedure, there was no staples in the cartridge after firing. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 5/6/2009. Information anticipated, but unavailable at this time.